Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an increased peritoneal volume (iipv) event while performing peritoneal dialysis on a homechoice device. The iipv event was identified in the in the log as a high drain x01 alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This event occurred during dwell three of five. The patient stated they ended the last therapy early last night and felt overfull. Symptoms were relieved by draining. The technical service representative (tsr) took the patient to a manual drain and drained out 4251ml. The patient stated they think they caused the issue by not draining out the fluid from last night prior to initiating therapy tonight. The therapy was continuous cycling peritoneal dialysis with a fill volume of 1800ml. The manual drain volume was verified to be 4251 ml, which does meet iipv criteria. The patient would have baxter assist programming the new homechoice. The tsr did discuss the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was verified through the event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.